Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch number pb6915, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a surgery of debridement and suture of head injury on (B)(6) 2020 and suture was used. During the procedure, the suture had been frayed at the point where suture and needle were connected when it was about to be used to sew. Changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.